Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "lymphadenopathy and lymphoma-alcl-suspected" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, gel bleed, lymphoma-alcl-suspected. Contact information of healthcare professional: (B)(6).

Event description:
Patient reported for right side "axillary adenomegaly", "the right periprosthetic capsule and ipsilateral axillary lymph node are highly suggestive of involvement of the most likely anaplastic t-cell lymphoma associated with breast prosthesis correlated with the location of the lesion", "dense inflammatory infiltrate constituted by mature lymphocytes", "nodular ulcerated area in the peri-prosthetic capsule", "surface is lobulated". Healthcare professional reported "silicone infiltration in right breast with axillary adenopathy", "the silicone gel has touched the patient", "implant draining silicone through the pores, thickened and very bleeding reactive capsular", "involvement by pleomorphic large cell hematolymphoid neoplasm, most likely anaplastic t lymphoma associated with breast prosthesis to be confirmed by imunoperoxidase". Histopathological markers confirming alcl have not been received. The device has been explanted. Treatment: mammoplasty and capsulectomy.

Manufacturer narrative:
Date of alcl diagnosis: (B)(6) 2021.

Event description:
Histopathological markers are reported and specific (cd30 positive and alk negative).